Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded foreign matter was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a bd preset¿ arterial blood collection syringe had foreign matter. The following was reported, "after open unit package and before use, nurse found there was fm on luer adapter and in syringe barrel. Pic attached, actual sample will be return."